Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited low atrial impedance measurements of less than 200 ohms. Additionally, this pacemaker appeared to be exhibiting premature battery depletion. A request was made to have data from this device analyzed. Review of the device's data identified a higher-than-expected power consumption with intermittent increases indicative of a high current drain with the battery. Atrial lead impedance measurements were confirmed the be low. There were also recorded episodes of impedance noise on the ra channel. Based on the available information, it was suspected that a potential hardware malfunction within the internal pacing circuitry may be causing/contributing to a high current condition and accelerated depletion of the device's battery. This malfunction has potential to corrode the lead on the affected pacing channel. As a result, boston scientific recommends device replacement. At the generator change, the patient's atrial lead should also be tested via a pacing system analyzer (psa). If anomalies are observed, the ra lead should also be replaced. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited low atrial impedance measurements of less than 200 ohms. Additionally, this pacemaker appeared to be exhibiting premature battery depletion. A request was made to have data from this device analyzed. Review of the device's data identified a higher-than-expected power consumption with intermittent increases indicative of a high current drain with the battery. Atrial lead impedance measurements were confirmed the be low. There were also recorded episodes of impedance noise on the ra channel. Based on the available information, it was suspected that a potential hardware malfunction within the internal pacing circuitry may be causing/contributing to a high current condition and accelerated depletion of the device's battery. This malfunction has potential to corrode the lead on the affected pacing channel. As a result, boston scientific recommends device replacement. At the generator change, the patient's atrial lead should also be tested via a pacing system analyzer (psa). If anomalies are observed, the ra lead should also be replaced. At this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. B1, b2, f10, and h6 updated. This product investigation is still in progress. This report will be updated when product investigation is complete.